Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. UDI not available. Initial reporter email address unknown / not provided. PMA/510(k) number k011028 and k013227.

Event description:
Upon visual inspection cc noticed that implant is also fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 10mm, was returned for investigation. Visual inspection of the product confirmed fracture at the collar and identified bone/tissue attached to the implant external threads. Fractured portion of unknown screw identified within the implant. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. Bone density type I. The implant was in use for 5 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed as the lot number associated with the reported unknown screw is not available. Complaint history review was performed for the reported lot number (62800632) for similar event (complaint category keywords: fracture implant/screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A complaint history review for the unknown zb screw could not be performed as the lot/item numbers were unknown. February post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture implant/screw) and devices. Based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.

Event description:
No further event information is available at the time of this report.